Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while stapling a vessel, the device would not fire. They used another type of device to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. The logs were evaluated and it was determined that the firing button was never pressed to enter firing mode. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the reported condition is concluded to be a user error as the green firing key was never pressed to enter firing mode. The returned handle is able to enter firing mode as intended indicating the green keys are functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.